Event description:
On (B)(6) 2015, I received a full face and upper neck ultherapy treatment at doctor (B)(6). I was assured by dr. (B)(6) that ms. (B)(6) was a very seasoned and highly trained ulthera technician who recently completed an intensive advanced training course. I was administered numbing shots throughout face by dr. (B)(6) for pain and ms. (B)(6) proceeded to perform the 90 minute facial. The treatment was unbearably painful warranting further numbing injections. During treatment around orbital area and forehead I experienced "electric shock" type sensations that shot through my scalp and I alerted ms. (B)(6), but was assured this sensation was normal. After the ultherapy treatment was completed, I had several inflamed welts and track marks throughout my face and was significantly swollen and tender. Within 3 weeks I began to notice the onset of damage around my eyes. I began to have lower lid retraction and hallowing in temples. I also continued to have "electric shock" sensations through my scalp whenever I touched my eyebrows for 3 weeks following. Within 2 months post procedure, I began noticing severe hallowing throughout face and jawline causing a drooping around mouth and compromised skin texture and quality. The damages progressed week to week including, but limited to severe eyelid retraction, hallowing temples, hollowing cheeks, global fat loss, hallowing upper neck causing skin sagging on neck, thinning of lips, dry eye syndrome, sunken eyes and severe hallowing of orbital circumference and compromised thin skin globally which could be pulled 1-2 inches away from facial bone structure. I notified the dr. (B)(6) at the onset and throughout the progression of these severe and shocking side effects and was met with denial, dismissal and hostility. I contacted merz (B)(4) and submitted my formal complaint and documentation of damages. I have been forced to consult with several facial plastic surgeon specialists who have all agreed that the side effects I was experiencing was directly caused by ultherapy and are permanent. All specialists were shocked at the degree of damage and the difference between my before and after photos and present condition. I had this procedure as a preventative measure to create collagen and maintain the youthful healthy volume in my face, but was left with global destruction of my subcutaneous facial fat and permanent damage to my orbital region resulting in eyelid retraction and sclera show. These adverse side effects are possible whether through misapplication of the device, too high of settings or improper training of providers. Regardless, I as well as a growing number of other women have and continue to be damaged by this procedure and merz/ulthera do not offer the correct or honest indications of actual side effects in any of their literature or consent forms. Merz/ulthera continue to deny they have any knowledge of claims by patients who are experiencing adverse effects however this generic dishonest corporate lie is evident when more and more women are now coming forward daily on blogs, reviews and complaint forums documenting their damages with photo evidence and stating that they have filed complaints with merz and ulthera and are met with either dismissal or denial. The negative side effects after ultherapy are consistently similar and evident in nature in each affected patient story. There is an obvious pattern of damage.